Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 247 mg/dl. Customer successfully changed the pump supplies and resumed insulin therapy. The customer declined further troubleshooting, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.